Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was prophylactically explanted due to the advisory affecting this model. A competitive device was implanted. The device was returned for analysis. The device has been pulled from archives for further testing.